Event description:
It was reported that review of the remote home monitoring system found that the patient three inappropriate shocks due to t-wave oversensing and double counting. Boston scientific technical services (ts) was consulted and suggested working with the physician to inform about these findings and to consider in office follow up to evaluate whether another sensing vector would be available to mitigate the risk of additional inappropriate shocks.the s-ICD remains in service and no adverse patient effects were reported.